Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited high capture thresholds, due to dislodgement. The lead was explanted and replaced. The patient was stable post procedure.